Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, it was noted that the lens was cracked. The lens was not changed and left remained in the patient's capsular sac. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo shows implanted iol (intraocular lens). A line/ mark is visible stretching over the iol optic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).